Manufacturer narrative:
Abduction ring gear.

Event description:
It was reported by service report that the foot section was not locking into place. The customer reported that they did not know if there was any patient involvement or if there were adverse consequences to report.